Event description:
It was reported that fibers on the prograsp forceps instrument were coming out during central processing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed scratches on the main tube. Complaint of fibers coming out could not be confirmed. The distal end of the main tube has various scratch marks with light material removal, suggesting it may have been caused by instrument collisions or rough handling. The instrument has 6 uses left. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.